Event description:
(B)(6) study. It was reported that atrial fibrillation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 600 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with balloon valvuloplasty. Successful repositioning of the 23 mm lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure summary: three (3) days post index procedure, during index hospitalization, the subject developed new atrial fibrillation. The event was treated by performing dc cardioversion. The subject was discharged on aspirin and clopidogrel the following day. The event was considered to be recovered. In (B)(6) 2018, the patient died from 'shock state'. It was reported that the 23mm lotus valve did not contribute to the death.